Event description:
It was reported that the facility's vns programming handheld was not functioning properly. It was reported to have been unable to interrogate various patients' vns generators. It was stated that some troubleshooting did not resolve the issue, although the exact troubleshooting steps taken are unknown. There was no further information on when the issues began occurring or the exact nature, other than that the handhelds were "falling apart and unable to interrogate several patients."

Event description:
Analysis of the returned programming handheld and software was completed. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Additional information was received that a new programming tablet was delivered to the physician which appears to have resolved the issue, functioning with the previous serial cables and wands. The programming handheld and associated software were received for analysis. However, analysis has not been completed to date.